Manufacturer narrative:
In the initial MDR, the product code was incorrectly provided as mfk. Product code: poe (corrected). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within optical and cylinder power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the symfony lens was implanted and within the 2 weeks post operative time frame, the lens had rotated. The lens was repositioned in a secondary procedure. The degree of rotation was not provided. The reposition went very well. No further information was provided.